Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by patient registry, approximately 4 years and 3 months post implantation of a 23mm sapien 3 valve in the aortic position the valve was explanted and replaced with a surgical valve. The reason for the explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Section h6 health effect - clinical code, device code and h10 has been updated. Per clinical review of the medical records, the reason for the surgical explanation of the 23mm s3 tavr approximately 4 years 3 months post implantation, was due to recurrent severe bioprosthetic aortic valve stenosis, which was shown by increased aortic valve gradients of 75.5mmhg and 44.6mmhg, av vmax of 434.4cm/s, dvi 0.20, and an ava of 0.88cms. The patient had the tavr valve explanted and a 25mm intuity aortic valve was implanted successfully. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b7, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaint relating to the complaint. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU provides guidance for potential adverse events: additional potential risks associated with the valve, delivery system and/or accessories include: valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) and device explants. No IFU/training deficiencies were identified. A complaint history review was performed on confirmed device complaints with similar events and root cause identification. No manufacturing non-conformances that would have contributed to the reported events were identified. Available information suggests that patient factors (non-compliance to drug therapy, ckd, cad, hyperlipidemia, hypercholesterolemia) and procedure factors (frame fracture) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. A definitive root cause was unable to be determined. No potential manufacturing non-conformances were identified during the evaluation. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. A risk management documentation review was performed and there was no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to position and deploy valve and post procedure care. The benefits of the device outweigh the risks associated with inadequate thv performance over time leading to stenosis resulting in surgical intervention. The complaint for "stenosis" was confirmed from medical records . A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research\ consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Review of the medical report revealed that patient has a medical history of chronic kidney disease, diabetes mellitus type ii, and hyperlipidemia. It is widely understood that patients with chronic renal disease, diabetes, and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Hypercholesterolemia, a type of hyperlipidemia, has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests patient factors (chronic kidney disease, diabetes mellitus type ii, hyperlipidemia) may have contributed to the reported event. However, a definitive root cause is unable to be determined.